Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #834641613: 7770723 lot# 1044431w visual and optical examination review confirms implant fracture. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative via a healthcare professional regarding a patient having minimally invasive transforaminal lumbar interbody fusion (mis-tlif) for an indication of l5-s1 herniated intervertebral disc. It was reported that after sizing with trial instruments, the selected implant was inserted, and a loose tactile sensation was noted prior to expansion. The implant was removed for inspection and was found to have a fractured surface on the peek material. The implant was immediately replaced with a new one, and the procedure was safely and successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
G2: the country of the event is taiwan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.